Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: a review of the pump black box revealed pump reboots. A ¿no power¿ event was not duplicated during investigation. The pump powered on with the returned battery cap. The battery cap is able to fully tighten. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination inside the pump on the battery canister. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked in the thread area from the thread area to the case seal. Additionally, the audio bolus button cover was torn but it was still responsive.